Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The vessel was predilated with an unspecified device and a 2.5x12mm xience xpedition stent delivery system (sds) was deployed. Post dilatation was performed with a 2.5x8mm non-compliant balloon and a distal edge dissection was noted. Another 2.5x12mm xience xpedition stent was used to treat the dissection. Timi iii flow was confirmed via angiogram. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.